Event description:
A report was received that the patient was experiencing frequent ipg charging. The physician suspected malfunction with the ipg. The patient underwent an ipg replacement and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The physician suspected malfunction with the ipg. The patient underwent an ipg replacement and was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient had two implanted ipgs. Both ipgs needed to be charged frequently and were replaced. No further information could be obtained on the other ipg.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.